Manufacturer narrative:
The device was returned as part of an annual inspection. In addition to the reported in b5, the device evaluation findings include: due to a crack on the suction connector the water tightness was lost, the adhesive on the bending section cover rubber has white-clouded area, the paint on the air/water cylinder was peeled, the paint on the suction cylinder was peeled, switch 4 had wear, the adhesive around objective lens was peeled, the adhesives around objective lens had white-clouded area, the adhesives around the light guide lens had a white-clouded area, the plastic distal end cover had a scratch, and the connecting tube had a wrinkle. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus device, gastrointestinal videoscope, to the olympus service center for annual inspection. Upon inspection and testing of the returned device, it was observed that the nozzle had a foreign objects. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. There was no delay in the start of precleaning. The air/water nozzle was flushed with water and air. No abnormalities in the accessories used in reprocessing. The air/water nozzle was flushed with detergent. Olympus will continue to monitor field performance for this device.